Event description:
It was reported that information was received from a patient regarding an external device. The patient reported that the recharger cord was starting to get warm and the paddle was heating up quickly and felt like it was burning. Patient stated that they couldn't ever seem to get the equipment to connect and stay connected to the implanted neurostimulator to charge. Patient mentioned that the cord is wearing through by where it meets the paddle and that the cords aren't showing yet but they are almost there; patient added that the paddle looks worn too. Patient noted that they always keep the implant charged but not lately due to all the surgeries they have had. When asked for an event date; patient mentioned that it had been awhile and over 6 months, patient said they just had full hip replacement surgery and had their shoulders replaced so they weren't charging a lot because they couldn't maneuver or walk all of last year. Patient followed up saying that it had been about a year. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : got hot after running it at donut end. No device found message. Record of the two values, the number high (00), the number low (00). Failed all bench tests. H7 h9 : updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.